Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "air in line & upstream occlusion repeats" was reproduced. A review of the event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line when there was no air and constant upstream occlusion alarm occurred in the biomedical service department. There was no patient involvement. No additional information is available.